Event description:
It was reported that the pullback sled "poked holes in the packaging rendering it unsterile." The device was found in stock at the user facility and never used.

Manufacturer narrative:
Stryker sustainability solutions (sss) resterilized the complaint device through our open-but-unused process. The device was returned to sss in the original sealed sss packaging. The device possessed a tear in the plastic packaging corresponding to the sliding gray component on the device. The device was packaged with the original manufacturer (om) tray. When held upside down, the device was able to move excessively within the packaging. It is likely the breach was caused by the sliding gray component as a result of this excessive movement. According to one of sss's procedures, if devices are able to move excessively in the packaging when held upside down, the om tray will be discarded and the device will be repackaged using stryker materials. The open-but-unused personnel will be retrained regarding the appropriate use of om trays in packaging in order to ensure devices are packaged securely. The reported event is not occurring more frequently or with greater severity than is usual for the device.